Manufacturer narrative:
H.3. And h.6. See report # 1218950-2020-03988, as this report was incorrectly submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information not available at time of report.

Event description:
The customer reported their philips intellivue information center (piic) failed to alarm for a patient event during a loss of connection that displayed an inop/error of ¿no data from bed¿. The customer indicated there was a delay in treatment from one to three minutes. Patient status is unknown at time of report.